Event description:
User facility mandatory medwatch received that stated: "pt arrived from post recovery unit in severe pain; upon investigation nurse found the pca tubing was cracked and broken; medication was leaking out of pump. Tubing was immediately replaced and pt pain under control." Upon further query the following info was provided that indicated a delay in critical therapy following device breakage. It was reported that the tubing set was loaded into an unspecified pt controlled analgesia (pca) pump to deliver an unspecified concentration of morphine. At 1349, the pca pump was programmed to deliver "1 mg/5 minutes per 24 mg IV in 24 hours" to a pt that was being treated in the recovery room status post operative for a vaginal hysterectomy and the delivery was started. At an unspecified time, the pt was transferred to an unspecified nursing unit. At 1521, it was reported that the pt's pain level was 2 to 3 out of 10. At 1605, the customer contact reported that the pt's pain level was 10 out of 10. At this time, the customer contact reported that the nurse noted an unspecified volume of solution on the pt's bed sheets. It was reported that visual examination found the solution was leaking from the male adapter on the white side of the backcheck valve of the tubing set. The customer contact reported that the male adapter was "broken clean off." At 1610, the therapy was resumed using replacement tubing set. At 2030, it was reported that the pt was "comfortable visiting with family." Though requested, no add'l info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.